Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room with blood glucose of 600mg/dl. She was given an insulin injection and medication to treat her for nausea. No equipment was returned. No additional information was reported.